Event description:
It was reported that during a percutaneous coronary intervention stent damaged occurred. The target lesion was located in the left circumflex artery. The physician unsuccessfully attempted to cross an 8 x 2.5mm ion monorail drug-eluting stent through a previously placed stent. After removing the device it was observed that the stent struts flared. The procedure was completed with another device. No patient complications were reported and the patient's condition is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).